Manufacturer narrative:
(B)(4). Date sent: 7/29/2021. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of what appears to be an enseal device. A closer look at the jaws, the upper jaw was detached from the device and the iblade upper tip broken off. Image2: the image provided by the customer is that of the upper jaw. Image3: the image provided by the customer is that of the distal jaw of what appears to be an enseal device. A closer look at the jaws, the upper jaw was detached from the device and the iblade upper tip broken off. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Batch #: u93x30. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy surgery, the product's lower jaw fractured when performing the first seal. It was decided to extract the fractured piece. The procedure was completed successfully. There were no patient consequences.